Event description:
Reported a fiber blood leak of the dialyzer into the chamber. There was no pt injury reported. Number of reuses for this dialyzer is 37. Per discussion with the facility, the leak occurred at the onset of treatment and therefore a tmp value was not recorded. The blood leak was confirmed with a positive hemastix. Treatment was continued with new disposables. The estimated blood loss was 200 cc. The facility uses the renatron with renalin. The renatron received periodic maintenance in august and was calibrated on schedule. The ro water system at this facility is 11 yrs old. The contact at the facility mentioned that this is a warm summer and the fact that the cily added alum ot the water. She stated that this could clog fibers, but feels the fiber leak is a seperate issue. The ro holding tank is in the back room. It is a loop. Near the end of the loop is the bicarb mixer and then the renatrons. The facility has been using ct190g dialyzers for over one year. Further discussion with the chief technician revealed that there are some new people and that events have occured when she has a day off.